Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/29/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former with a partially dispensed suture and one detached outside them were received for analysis. Product code mcp917h. During examination, a short insertion length was observed at the suture end, and no remnant was found within the needle barrel hole. Visual inspection determined that the needle and suture were detached because the suture insertion did not meet the specified acceptance criteria. Based on the information currently available, the short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that an animal underwent a ovariectomy - female cat procedure on an unknown date and suture was used. It was reported from the analysis of the returned product that short insertion was observed in the strand. When the veterinarian removed the suture from its packaging using the needle holder, the needle pulled off immediately. The surgery was completed using another suture, with no adverse effects observed in the cat to date. Additional information was requested.